Manufacturer narrative:
Updated fields: (device available for eva & return to manufacture date), (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: is unknown ("initially it is submitted has other healthcare professional"). It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "failed leak test". A getinge field service engineer (fse) had visited on the site and confirmed the fault. At the user test level, the drive system failed when the leak test was done; this was further confirmed when the pim leak test failed at the membrane test with pressure differences of 7 and 9 for the two tests. Than the fse had greased the old safety disk *sn (B)(6) and retired, but it failed again. Than the fse had again replaced the safety disk with a new one, sn (B)(6) than the fse had assembled and tested the operation which passed a few times. Than performed both user level and service level tests. After that the fse had performed the helium leak test - 4 psig in 13 mins - passed. The instrument is suitable to use. Bts to perform est. Complaint (B)(4) - an RMA will be created for the faulty sd (B)(6) . There was no involvement of the patient. The failure analysis and testing dept. Received part number & serial number (B)(6) with a reported unit failure of the cardiosave failed leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0202-00-0140 serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not replicate the failure experienced by the customer of the cardiosave failing the membrane leak test. The result of the membrane leak test is 4mmhg. Factory specification is +-6mmhg. The safety disk passed testing. Retaining the safety disk in the fat dept. Per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed user leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).